Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a revision took place due this right ventricular (rv) lead dislodgment. It was not possible to reposition the lead due to friction within the vena subclavian. The lead was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
.

Event description:
The lead will not be returned.